Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no harm of patient reported, nor an active infusion being stopped. Pump problem. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for a valve actuation failure. Internal inspection of the device found multiple broken screw bosses for the main pcba. The wifi board is unseated and will need to be reseated. A mock infusion test was performed and the pump completed the test with no errors. Log files for the device confirm that there is a problem with valve 2. Air from the positive tank is having trouble reaching the common volume tank after passing through valve 2.